Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 236 mg/dl approximately two hours after a meal while using the ilet system, with an infusion site change the prior day and an alert noted. Symptoms included elevated blood glucose. Outcomes included self-management with monitoring guidance and no need for medical intervention or hospitalization. Investigation included review of the reported event details and user guidance to monitor for downward trend. Investigation of this case revealed no confirmed device malfunction and an unclear cause, with potential contributory factors including recent meal and recent site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.